Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage and a display issue. This report is made based on results of investigation completed on 11/21/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: visual inspection found the battery compartment to be cracked and partially missing. Investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).